Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 "a foley was placed in the patient."patient was put prone and the foley fell out. Upon inspection there was a large hole in the balloon". At this time, the customer reports it was decided to instead use a straight catheter at the end of the procedure. Customer reports the patient is doing "fine" and there was no additional medical intervention reported related to the incident. A sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Catheter fell out requiring replacement